Event description:
Customer reports via phone that during a retrograde cystogram for stones, the system fluoro failed. Physician completed the procedure using endoscopy and rad imaging. Customer provided no further pt of procedural information other than to say, pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) was unable to reproduce a no fluoro condition. Fse checked system and as a precaution, re-set the generator configuration ws1 to rf and stored. Fse checked for proper operation per service checklist (B)(4) and returned unit to the customer for full service.